Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material resembling powder mixed with water was found inside the air/water-tube and inside the air/water-cylinder. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. A whitish foreign material resembling powder mixed with water was found inside the air/water-tube and inside the air/water-cylinder. The origin of the substance was not able to be confirmed but was likely a result of insufficient cleaning. Additional evaluation results are as follows: due to wear of cope cover, water tightness is lost, suction cylinder has no color, scope connector case unit has corrosion due to water leakage, plug unit has corrosion due to water leakage, circuit board unit in suction connector has corrosion due to water leakage, micro connector unit in suction connector has corrosion due to water leakage, due to damage on channel tube water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive around objective lens has a chip, adhesive around light guide lens has a chip, and due to deformation of universal cord water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of whitish foreign material attached to the inner air/water tube and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.